Manufacturer narrative:
(B)(4). MFR (B)(4) was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported. The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and the test failed due to no voltage. A review of the share logs was performed and pairing failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined, however a transmitter failed error occurred. No injury or medical intervention was reported. No injury or medical intervention was reported. The reported issue of pairing failure is reportable as of 10/29/2019 based on the finding of a failed transmitter error.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. Data was provided for investigation. The problem was confirmed. The root cause was determined to be a failed transmitter error. The reported issue of a pairing failure is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.